Event description:
It was reported that during an implant procedure, the spacer was not opening properly. When the physician took out the spacer, he noticed that the spindle cap had broken. The spacer was replaced and the procedure was completed successfully. The explanted spacer was discarded by the medical facility.